Event description:
The patient presented with transient retinal artery occlusion and was found to have a giant cavernous internal carotid artery aneurysm. Pretreatment medication consisted of aspirin and plavix. The parent vessel was very tortuous and with two greater than 90 degree turns and the aneurysm incorporates the entire circumference of the parent vessel. The distal vessel diameter was 3.84 mm and the proximal vessel diameter was 3.60 mm. Distance was measured at 28.77 mm as a composite of three measurements. The enterprise vrd 4.5 mm x 37 mm device was deployed with the distal end in the distal intracranial internal carotid artery and the proximal end free in the aneurysm with the hope telescoping into the proximal end; however, the proximal end of the stent could not be re-catheterized after repeated attempts. By mal deployed I meant that the stent did not cross from normal distal vessel to normal proximal vessel, but was instead deployed with the proximal end free in the aneurysm. No coiling was done at the initial placement of the stent and no catheter was jailed. The patient was brought back for coiling of the distal portion of the aneurysm outside the stented portion. The patient was brought back for further treatment and angiography demonstrated occlusion of the right internal carotid artery near the origin with reconstitution of the supraclinoid via the posterior communicating artery just distal to the coils. The entire internal carotid artery is occluded from the cervical portion to the distal end of the coiled portion of the aneurysm. The distal portion of the stented segment is filling beyond the coils. The operating physician indicated that "the occlusion does not appear to be related to the enterprise vrd because the distal portion of the stent remains patent". The coiling procedure was performed two months after the stent implantation. The angiogram showed the position of the enterprise vascular remodeling device unchanged with the distal tines located in the carotid siphon proximal to the bifurcation in the proximal tines located within the inferior portion of the aneurysm sac. The patient was tapered off plavix and changed from aspirin 325 mg to 81 mg three months after the index procedure due to bruising of the elbow, then placed back on aspirin 325 mg and plavix 75 mg every day 10 days before the last procedure. The patient also described some headaches during this time frame and continues to smoke. An angiogram performed five months after the index procedure demonstrated complete occlusion of the cervical right internal carotid artery adjacent to its origin up to and including the giant right (ica) internal carotid artery cavernous aneurysm. This had been previously treated with stent and partial coil embolization. Successful stage ii embolization of right cavernous carotid artery aneurysm using aneurysm coils to pack the superior portion of the aneurysm above the inflow zone of the internal carotid artery, the area which posed the most risk for intracranial hemorrhage. The coils do not interfere with flow through the previously placed enterprise vascular remodeling device. No apparent procedure related complications. The operating physician indicated that "the occlusion does not appear to be related to the enterprise vrd because the distal portion of the stent remains patent".

Manufacturer narrative:
The product remains implanted. Additional information will be submitted within 30 days of receipt.